Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 04.614.508s. Lot # 7l65536. Manufacturing site: werk selzach logistik. Release to warehouse date: 04 dec 2020. Expiration date: 01 dec 2030. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.614.508. Non-sterile lot # 64p2152. Manufacturing site: werk selzach logistik. Release to warehouse date: 11 nov 2020. Supplier: synthes USA hq, inc. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: kwp, mnh, nkg. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: (B)(4) is summarized as follows: 1. On (B)(6) 2021, the patient underwent a primary posterior cervical fusion in the occipital bone for treating vestibular neuronitis. 2. On (B)(6) 2022, the surgeon reported that the rod (unk) might have come off. 3. On (B)(6) 2022, the patient underwent a revision procedure. Subsequent to the aforementioned (B)(4), the surgeon made the following reports on (B)(6) 2022, and this event was reported in (B)(6): 1. The patient has become infectious including mrsa. It takes for granted that the infection was triggered by the protruded rod through the scalp. 2. The lesion was cleansed on the first week of (B)(6) 2022. 3. Severity of the infection was evaluated as "mild." Any further symptom of the infection has not been recognized. However, the patient has been hospitalized, and the wound on the scalp needs daily treatment. Subsequent to the aforementioned (B)(4), it was confirmed that after the revision procedure (and the lesion cleansing), the patient became infectious including mrsa again on (B)(6) 2023. We report this event in this (B)(4). No further information is available. This report is for one (1) ti locking screw - sterile this is report 1 of 2 for complaint (B)(4).